Manufacturer narrative:
A system log review was not performed because there was no specific event date available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient of unknown age and comorbidities underwent an ion biopsy without intraprocedural complications. There was no malfunction of the ion system, instruments or accessories. After the procedure the patient was diagnosed with a stroke. The patient recovered back to their baseline and was discharged home. Based on the available data the adverse event was possibly procedure related. There is no compelling data to suggest the event was due to the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and experienced a stroke. No specific information was provided regarding the patient symptoms, how the stroke was diagnosed, or any treatment rendered. The physician reported the patient has since returned to baseline and was discharged home in stable condition on an unspecified date. There was no report of any issues during the procedure or malfunction of any ion system, instrument, or accessory.